Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that interrogation showed non sustained oversensing determined to be post paced t wave oversensing. The episodes were noted to occur during threshold measurements. Programming changes were made. The patient was to continue being monitored remotely. There were no patient consequences.